Manufacturer narrative:
Continuation of d10: ev240163 ev-lead; implant date: (B)(6)2024 explant date: (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 14 weeks post implant the patient was hospitalized due to extravascular implantable cardioverter defibrillator (ev-ICD) system infection. The patient had a warm, swelling, painful pocket. Elevated blood infection measures where blood test results from pocket fluid identified the infection as s. Aureus (staphylococcus aureus), and fdg (fluorodeoxyglucose) pet scan demonstrated increased fdg uptake at device pocket and lead, also retrosternal. Diagnosis was a full system infection based on symptom development started few weeks post-implantation at the device pocket. Intravenous antibiotics were administered. The ev-ICD system was explanted. The patient was a participant in a clinical study but has now exited the study. No further patient complications have been reported as a result of this event.